Event description:
"Indicators: lights out, light flash, burning odor, 1-2 years old. Results: main light power wire burn into. Concerns: delayed viewing of x-rays, fire hazard, electrical shock hazard." Facility has had three of five units experience this problem.